Event description:
The customer's husband reported that the customer passed away. The cause of death was not known at the time of the report, but the customer was wearing the insulin pump at the time of death. The customer's husband stated that he found the customer unconscious and thought that she was sleeping, but the next morning he discovered that the customer had passed away. The customer's husband also stated that the customer had an infection in her mouth due to having taking too much antibiotics two or thee days prior to the event. The customer's husband declined to return the insulin pump at the time of the report. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.